Manufacturer narrative:
The customer¿s report of thermal damage was confirmed. Physical inspection of the pump module noted fluid/contamination and thermal damage to the left (female) iui connector and corrosion on the right (male) iui connector. Analysis of the event logs for the pcu and pump module shows that the devices were last used on (B)(6) 2016. At 6:44am a basic infusion of an unspecified drug was programmed at a rate of 60ml/hr with a vtbi of 1000ml. The infusion continued until 2:41pm when the event log shows the pump module was disconnected. At 2:42pm, the pcu switched to dc power (battery) followed by a low backup voltage failure error code 120.4410.0. The iui contacts of the internal boards were checked for shorts; none were found. The damaged pcu male iui connector and pump module female iui connector were temporarily replaced with test lab iui connectors. A test infusion completed after 66 hours with no connection/power issues. The cause of the reported event was determined to be fluid ingress.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported smoke visualized coming from the right iui of the pcu during infusions of fentanyl 1mcg/kg./hr. (1ml/hr.), dextrose 1.4 ml/hr. And "ivf" 60 ml/hr. It was noted that a biomed inspection found melted iuis on lvp and pcu. There is no report of patient harm.

Event description:
The customer reported smoke visualized coming from the right iui of the pcu during infusions of fentanyl 1mcg/kg./hr. (1ml/hr.), dextrose 1.4 ml/hr. And "ivf" 60 ml/hr. It was noted that a biomed inspection found melted iuis on lvp and pcu. There is no report of patient harm.

Manufacturer narrative:
Correction: b.1. Type of report, h.1 and type of reportable event. Upon further evaluation by persons who are qualified to make a medical judgment, it was determined that the customer¿s report does not represent a serious injury event. This follow-up report is submitted is to correct the previously submitted MDR.